Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the pacemaker entered backup mode due to electromagnetic interference. The pacemaker was successfully restored. The patient was in stable condition.